Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the post that snaps into the femoral trial broke off. With the information provided a root cause cannot be determined. The device is old (mfg 1996) and exhibits evidence of heavy usage which is a possible contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The back peg of the posterior femoral augment is broken.